Event description:
The jetstream g3 was advanced to treat a 40 cm lesion located in the superficial femoral artery (sfa). The device was used in the minimum diameter mode through the entire length of the treatment zone. While using the device in the maximum diameter mode, it was noticed that the device was not tracking properly over the guidewire and there was no aspiration for 15-20 seconds and then aspiration returned. The device and guidewire had to be removed as a unit due to the device being stuck on the guidewire. The sheath was replaced and the vessel was re-wired. An angiogram was taken and was noticed that emboli occurred and shut off the posterior tibial artery. An aspiration catheter was used to remove the majority of the emboli and it was decided to keep the pt on a low dose lytic infusion. The pt is fine.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.